Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a subclavian tavr procedure with a 29mm sapien 3 valve in the aortic position. During the procedure, the first 29mm sapien 3 valve and commander delivery system had to be removed from the patient due to a ruptured delivery balloon. When the system was removed from the patients body, a piece of subclavian artery was pulled out as it got caught on the valve. The hole was then successfully repaired by the CT surgeon. A new esheath, delivery system, and valve were then prepped and used to continue the procedure successfully using the same access point. The patient was removed from the operating room in stable condition. As per follow-up with the fcs, there was no resistance advancing the esheath and there was no more resistance than usual advancing the delivery system through the sheath. There was no extra volume added to the balloon prior to inflation. There was withdrawal difficulty reported during the withdraw of the delivery system with valve. The sheath was accidentally removed out of the body prior to the delivery system with the valve being pulled back into sheath. As per further follow-up confirmation with the fcs, the balloon was never inflated, so this is a case of leakage.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for balloon leak and withdraw catheter through vasculature / sheath - difficulty or inability to withdraw system through sheath were unable to be confirmed through images provided. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. General risk - failure - balloon leak: as reported, "during the procedure, the first 29mm sapien 3 valve and commander delivery system had to be removed from the patient due to a ruptured delivery balloon" and "the balloon was never inflated". It was observed in provided 3mensio of the patient that calcification was present on the native aortic valve. Calcific nodules can interact with the balloon and compromise the balloon structure during inflation, possibly contributing to the reported balloon leak and its inability to expand the valve. A definitive root cause was unable to be determined at this time. However, available information suggests patient factors (calcification) may have contributed to the reported event. Withdraw catheter through vasculature / sheath - difficulty or inability to withdraw system through sheath: as reported, "there was difficulty removing the delivery system through the esheath. There was no visual damage on the esheath." It was observed in provided 3mensio that tortuosity was present in the patient access vasculature. Tortuosity in the access vessel can create non-coaxial withdrawal angles, contributing to resistance when attempting to retrieve the delivery system and valve through vasculature. A definitive root cause was unable to be determined at this time. However, available information suggests patient factors (tortuosity) may have contributed to the reported event. Due to limited information, a definitive root cause was unable to be determined at this time. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time.